Event description:
As reported, after pressing the plug deployment button on the 6f exoseal vascular closure device (vcd), the plug could not detach. There was no reported injury to the patient. The device will be returned for evaluation.